Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure to repair a mandibular fracture on (B)(6) 2018, the tip of the 1.5mm drill bit broke. The broken tip remains embedded in the patient¿s bone. Surgery was completed successfully. This report is for one (1) 1.5mm 2 flute drill bit. This is report 1 of 1 for (B)(4).